Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The flow sensor and bag/vent microswitch were replaced.

Event description:
The hospital reported that, following induction, the clinician switched to ventilator mode and ventilation did not start. The bag/vent switch was manipulated several times and ventilation started. The case was completed with no further reported complaint. There was no reported patient injury.